Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector, prior to insertion during preparation. Therefore, her blood glucose level was 109 mg/dl at the time of this issue. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.